Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had been wearing a diaper for the first time in 15 years since her fall on the ice the other day. The patient reported that she was bruised from her fall. The patient reported that she did not have a patient programmer at the time of the report to check the ins status.